Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted on potentially associated lot (gd878223) and no issues were found related to the reported condition during the manufacture of those lots. Baxter has received similar reports for the reported condition. The root cause investigation is in progress. The root cause of this incident is undetermined.

Manufacturer narrative:
(B)(4). As the patients are instructed to discard supplies after each therapy, the sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
A us facility nurse reported a patient experiencing peritonitis in a (B)(6) male coincident with dianeal pd4 ultrabag therapy. The patient reportedly experienced constipation also. On an unreported date, the patient began treatment with dianeal pd4 ultrabag (dose, frequency, lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the patient's nurse reported the following information. On an unreported date, the patient made a mistake and experienced touch contamination and constipation. On (B)(6) 2010, the patient developed and was hospitalized for peritonitis. While hospitalized, a peritoneal effluent culture was performed with unknown results. It was unreported if treatment was provided. On an unreported date, dianeal therapy was withdrawn. On (B)(6) 2010, the patient was discharged from the hospital and recovering from the peritonitis. It was unreported if the patient recovered from the mistake/ touch contamination and constipation. This is the master complaint for the event of peritonitis.